Event description:
This lead was implanted on (B)(6)1999 and remains implanted up to this date. Boston scientific received information that the patient with this competitors right atrial (ra) lead experienced a black-out episode recently. Approximately two months prior, the field representative had sent strips to boston scientific technical services (ts) for review. The patient had complained of palpitations. On review of stored episodes, there was apparent oversensing on the rv lead during refractory causing false ventricular tachycardia detections. There was no asystole noted on the strips that were sent in. The lead diagnostics were normal. At that time, rv sensitivity was programmed to a less sensitive setting and the patient was monitored. On recent evaluation, the threshold values were normal. The patient was sent home with patient triggered electrogram (egm) turned on and ventricular tachycardia detection on as well. The patient was to record when an event occurred. Additional information was received that a holter monitor showed pauses of four to five seconds. The physician was dr.(B)(6) at(B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).